Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced chest pain and dyspnea and presented in clinic. Upon testing, it was revealed there was a perforation of the right ventricular lead. A chest x-ray test on (B)(6) 2019 confirmed the perforation. The patient was taken to surgery (B)(6) 2019 for a pericardial window. The lead was explanted and replaced on (B)(6) 2019. The patient was stable.